Event description:
A burn-like area identified on the left lower back, likely a superficial to moderate-depth partial thickness burn, after use of a pediatric underbody bair hugger warming blanket. The reddened area consists of a round area 7 cm in diameter, and two linear areas adjacent and laterally that measure about 2 cm, wide by 16 cm, and 12cm long.